Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user experienced an issue retrieving patient samples. The user site reports that the cutting sound was heard; however, only saline and air bubbles were observed in the images. It is reported that the user site attempted to troubleshoot by replacing the filter but not the disposable needle or canister. The patient procedure is reported to have been aborted, and the patient was rescheduled. A hologic field service engineer (fse) was dispatched to examine the device and was able to successfully complete system tests and exposures with a test needle. The fse reports that the device meets manufacturer specifications. No further information is currently available.